Event description:
Copied from (B)(4): while double checking the IV pump and tubing connections, it was noted that there was clear liquid at the filter. Dried line d/t thought it was just saline. Rechecked and restarted line. Leaking began at connection of tubing to hard plastic at clave site. Stopped infusion and replaced tubing.